Event description:
It was reported that the right ventricular (rv) had increasing defibrillation thresholds (dft) and increasing threshold. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned in segments and analyzed; analysis revealed the defib conductor was fractured. The distal conductor was distorted and there was blood/body fluid (not obstructed) on several conductors. The outer tubing was kinked/buckled and was breached due to non-electrical environmental stress cracking (esc). The outer tubing overlay was melted and had cosmetic esc. There was blood in/on the helix mechanism, the lead was stretched, and there was deformation/fracture in the proximal section of the inner coil.